Manufacturer narrative:
The replaced parts have been requested but are not yet available for investigation. A supplemental medwatch report will be provided when the investigation is finished. Reference exemption number: (B)(4).

Event description:
(B)(4).